Manufacturer narrative:
Qn#: (B)(4).

Event description:
The arrow endurance catheter broke in a patient's arm. The nurse was able to remove the broken piece so it wasn't retained in the patient's arm. The catheter was dwelling for 1.5 weeks. This occurred on removal of the device. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). The customer returned one endurance catheter assembly and one single lumen PICC catheter (not from the reported kit) for evaluation. The customer confirmed that the complaint was on the endurance catheter, and not the returned PICC catheter. Visual examination revealed the catheter body was separated just below the hub. The edges of separation were oval and smooth; indicating that kinking caused the catheter body to weaken and eventually separated. Several bends were also observed in the body of the catheter along with another kink. This kink led to another hole in the catheter body which was also oval and smooth. The kink/hole in the catheter body measured 45 mm from the distal tip. The length of the catheter body separated measured 54 mm and the length of the catheter body attached to the hub measured 11 mm, totaling 65 mm which is consistent with the nominal specification of 65 mm per product drawing. The inner diameter of the catheter body measured from the proximal (separated) end measured to be 0.029" which is within specifications of 0.027-0.037" per product drawing. The outer diameter of the catheter body measured from the proximal (separated) end measured to be 0.0421" which is within specifications of 0.038-0.048" per product drawing. This indicates that the wall thickness measured within specifications. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The customer report of a catheter separation was confirmed by complaint investigation of the returned sample. The returned catheter body was separated near the hub and the damage was consistent with inadvertent kinking of the catheter body. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The arrow endurance catheter broke in a patient's arm. The nurse was able to remove the broken piece so it wasn't retained in the patient's arm. The catheter was dwelling for 1.5 weeks. This occurred on removal of the device. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.